Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that the device was explanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The customer complaint of device in backup condition could not be confirmed. The device was received from the field without telemetry and a battery level that had reached end of service. The device image could not be saved due to the lack of telemetry and a data request to the field indicated that the data was not available. After replacing the battery, the product code was downloaded successfully. The device was programmed and tested under nominal conditions, which indicated normal functionality. Functional verification under the nominal conditions indicated all parameters were within normal range. Furthermore, monitoring the device under load for several days did not reveal any anomalies. The total projected longevity based on nominal settings is 12.05 years and the implant duration is approximately 10.99 years which exceeds 75% of projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the device was found in backup vvi mode potentially due to normal eri. The physician elected to reprogram the device and no further intervention was performed. The patient was stable with no adverse consequences.